Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed batt test alarm due to blank display. Pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damaged where the battery goes in. Customer's blood glucose value was unknown. Customer declined to troubleshoot for failed battery test. Insulin pump will be returned for analysis.